Event description:
It was reported the pump was explanted due to infection. Per the reporter it was believed to be an itb (intrathecal baclofen) pump. No drug or patient outcome was reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# (B)(4), implanted: 2000-(B)(6), product type catheter. (B)(4).